Event description:
According to the complaint description: reason of complaint: noted decimal point, inaccurate dose was given as inform by rn (B)(6) (aps team nurse). Set 1mg become 0.96mg.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The device history files from 09.07.2024 and 10.07.2024 were investigated. A terumo 50 ml syringe was selected and a pca-therapy was started. During the therapy no abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.